Manufacturer narrative:
No information is available on the repair of this bed. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Account alleged that the hi/low on the bed lowers by itself. No patient impact.